Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 3.0x20mm drug eluting stent to the ostial saphenous vein graft (svg), but was unable to cross the lesion, despite excessive force over a length of time. The lesion was pre-dilated with a 3.0x15mm maverick balloon. They removed the stent and pre-dilated again at 20 atms for 30 seconds, 10 atms for 7 seconds and 20 atms for 13 seconds. The balloon was removed and the stent that didn't cross initially was re-inserted, but was still unable to cross the lesion. The physician then removed the device and the stent came off the balloon near the sheath. The undeployed stent was found under fluoroscopy. A 2.0x9mm maverick balloon was advanced past the undeployed stent, then inflated at a low pressure to manuever the stent down the wire toward the sheath in the right femoral artery. The maverick balloon was then deflated and removed. The stent was successfully removed with no patient injuries or complications. The 3.0x20mm maverick balloon was reinserted and inflated to 20 atms for 9 seconds and again at 20 atms for 11 seconds. The physician then successfully placed a taxus express2 3.0x16mm drug eluting stent. This stent was post-dilated with a quantum maverick 3.0x15mm balloon. A sheathogram was performed post procedure for possible closure device and a remnant of the loose undeployed stent was seen. A 7mm snare was inserted to try to recover the loose undeployed stent, but it was decided to leave it in place, due to a visible retrograde dissection in the right femoral artery. Medications used during this procedure include; versed, fentanyl and angiomax.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch # 8722004 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant information become available; a supplemental medwatch report will be filed.